Event description:
Patient reports that her ineb is giving her treatments, but it does not turn off like it used to, sn# (B)(4) she never gets a smiley face. "It is just not acting right" no increase in pah symptoms and she feels she is still getting the medication, sending out a new device. Dates of use: from (B)(6) 2013 to ongoing. Diagnosis or reason for use: pah.